Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a low blood glucose level of 52 mg/dl. The customer stated that they treated the low blood glucose with food. The customer¿s current blood glucose level was 67 mg/dl. The customer also reported that they had missing o ring. Troubleshooting was performed. The damage occurred due to worn out from use. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump was received with cracked case at display window corners, broken off battery tube threads, cracked reservoir tube and broken off reservoir tube lip. The reservoir test was lock/click in place. No missing reservoir tube o-ring noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.